Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) after declaring two consecutive charge times outside of the extended charge time limit for the device. The device was explanted. The device will not be returned as it was given to the patient. There were no additional adverse pt effects.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.